Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6- visual inspection: the cancellous screw 4 full-thread l30 sst (part number 206.030, lot number l337054) was returned to us customer quality. Upon visual inspection, screw was found to be broken between screw head and the screw shaft. The broken shaft portion is missing. Furthermore, there are several mechanical damages visible on the surfaces. The screw recess is in a good condition. The broken part was left in the patient¿s bone and therefore not available for investigation. Drawing/specification review: based on the drawing review, it was determined that the device was suitable for the intended design, application and dimensional conformity when used as recommended. Review of the device history record showed that the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Material review: review of the device history record showed that the raw material receiving/putaway checklist met all inspection acceptance criteria. Dimensional inspection: the screw head diameter measured 5.93 mm which is within specification of 5.3 mm to 6.2 mm. The missing shaft portion has a length of 22.5 mm. The remaining threads are partially rounded and worn. Due to this post manufacture damages, relevant dimensions in broken and/or worn areas cannot be checked for dimensional accuracy. Summary: the complaint conditions confirmed. Based on the above investigation results, and the missing broken/damaged component, a root cause cannot be definitively determined. Multiple factors could have led to the damage, these factors include, but are not limited to a mechanical overload and/ or wrong torque or angulation of the screw during. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 206.030, lot: l337054, manufacturing site: grenchen, release to warehouse date: 02.mar.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This implant was manufactured from forging blank 206.030.999 lot h220858 manufactured in us, monument. Manufacturing location: monument. Part number: 206.030.999, 4.1mm screw blank 30mm 04.0 cancellous scr w/2.5 hex. Lot number: h220858 (non-sterile). Component part(s) reviewed: part number: 316ltcri4.08. Lot number: 9985315. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a pelvic surgery for acute fracture on (B)(6) 2019. During the surgery, when placing and exerting torsional force with the screwdriver on the cancellous screw through the plate over the iliac bone. The screw broke and it was not possible to remove the distal fragment from the bone. The proximal fragment was obtained and remains in custody. There was a five (5) minutes surgical delay. Procedure was successfully completed, and no other medical intervention required. Patient status was stable. Concomitant device reported: screwdriver (part # unknown, lot # unknown, quantity 1), plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 4.0mm cancellous bone screw fully threaded/30mm. This is report 1 of 1 for complaint (B)(4).